Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-54580.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized for high blood glucose. The blood glucose reading was 600 mg/dl. The customer was at a wedding when he became weak and incoherent. The customer was treated with manual injections and a set change. The customer was wearing the insulin pump at the time of the event. The insulin pump had also alarmed for a no delivery. The blood glucose reading at that time was 471 mg/dl. The customer was treated with manual injection. The drive support disk was normal and recessed. The time and date were correct and the basal rates and bolus wizard settings were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The customer's mother was advised to change the set, reservoir, and insulin, and treat per a health care professional's instruction, and to call back with the tubing clamp available to perform a high pressure test.